Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Additional event for this patient reported on medwatch number 1825034-2016-02052. Product location unknown.

Event description:
Patient underwent a left hip open reduction and revision procedure approximately six months post-implantation due to instability and luxation. The trochanteric plate was removed and k-wire was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a left hip open reduction, after an unsuccessful closed reduction was attempted, approximately six months post-implantation due to instability and luxation. The trochanteric claw was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Remains implanted.